Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller followed guidance from technical support to perform a pump reset, and the issue was resolved with the successful start of the sensor session, with no further display of the error code.